Event description:
This device was explanted due to eos caused by multiple shocks. Rv lead capped due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, activated on (B)(6) 2018 at 5:56 pm. The device was implanted for 99 months and a number of 108 charging cycles was documented. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as in the farfield channel, leading to multiple shock deliveries on (B)(6) 2018 between 5:19 pm and 5:56 pm, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was anticipated. At a next step the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. In conclusion, there was no indication of an ICD malfunction. The battery status eos was anticipated.